Manufacturer narrative:
The sensor kit expiration date is 31-jul-2021. The medical event associated with this complaint occurred on (B)(6) 2021 which indicates usage of the device beyond the useful lifespan. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A customer reported experiencing skin reaction while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms described as ¿stinging around sensor area and red blotches¿. The customer had contact with a healthcare professional and was treated with benadryl, medrol, and a steroid medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0039uk2m has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Sensor adhesive was not returned. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing skin reaction while wearing the adc freestyle libre 2 sensor. The customer experienced symptoms described as ¿stinging around sensor area and red blotches¿. The customer had contact with a healthcare professional and was treated with benadryl, medrol, and a steroid medication. There was no report of death or permanent injury associated with this event.